Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The apex balloon 15 x 2.0mm was advanced to the lesion and inflated one time. The inflation time and atm are unk. The balloon ruptured, and was withdrawn. The procedure was completed with a different device. No pt complications or injuries were reported. The pt status is reported as "fine."

Manufacturer narrative:
Over 18 yrs. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).